Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that both the right ventricular (rv) lead and the right atrial (ra) lead were explanted and replaced due to an subclavian stenosis, the patient experience swelling and pain in the arm. The device was relocated from the left side to the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields h6 as per medical review. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that these leads were explanted and replaced due to an subclavian stenosis, the patient experience swelling and pain in the arm. The device was relocated from the left side to the right side. No additional adverse patient effects were reported.